Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a power source alert occurred while the pump was charging. Customer's blood glucose was in the 400 mg/dl range. Customer continued to use pump for insulin therapy and had manual insulin injections as an alternate method, if needed.